Event description:
Dr. (B)(6) reported that a patient had a material reaction to a comfort 3d upper arch appliance. No permanent injury was reported.

Manufacturer narrative:
The device has not been returned for evaluation. Should the device be returned, an investigation will be completed and a supplemental report will be submitted. Manufacturer reference #: (B)(4).